Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 300-320 mg/dl). Tandem technical support reviewed the pump history and found an occlusion alarm had occurred. In addition, it was reported that the customer might have not requested a bolus for a meal, and the customer does not "manage diabetes diligently". Customer delivered a bolus to address elevated bg levels. Subsequently, the customer's bg level dropped to 41 mg/dl. Reportedly, the customer overcorrected for elevated bg levels. Customer ate carbohydrates to address low bg levels.